Manufacturer narrative:
Product information and additional products added to product grid may 6th. Correction to event date (B)(6) 2014 also. Investigation results added may 28th. Reported event: an event regarding pain involving an uhr head was reported. The event of pain was confirmed through clinician review of the medical records provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation. The product remains implanted. Clinician review: a review of the provided medical records indicated: in this 95-year-old male patient with multiple medical problems, spinal stenosis and status-post lumbar spinal surgery, his left lower extremity pain radiating to his left ankle was determined to be related to his spinal pathology, rather than his left bipolar hip hemiarthroplasty on his last documented office visit on (B)(6) 2016. Product history review: indicated all devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records indicated: in this 95-year-old male patient with multiple medical problems, spinal stenosis and status-post lumbar spinal surgery, his left lower extremity pain radiating to his left ankle was determined to be related to his spinal pathology, rather than his left bipolar hip hemiarthroplasty on his last documented office visit on (B)(6) 2016. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: c-taper cocr head 26mm/0; cat#6001-2600; lot#mmkj33; omnifit hfx hip stem size #11 132; cat#6070-1140a; lot#mjawlk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient called stating he had a left hip replacement done on (B)(6) 2004. Patient reported pain and difficulty walking, he is currently using a wheelchair. Update 06-may-2019: as per opt report received surgery took place on (B)(6) 2014. Patient called stating he had a left hip replacement done on (B)(6) 2004. Patient reported pain and difficulty walking, he is currently using a wheelchair. Update 06-may-2019: as per opt report received surgery took place on (B)(6) 2014. Update 24 may 2019. As per medical review provided. The patient underwent primary left hip bipolar hemiarthroplasty for a pre- and post-operative diagnosis of ¿closed fracture, subcapital left proximal femur at hip on (B)(6) 2014. The patient on his last documented office visit on december 5, 2016 reported pain and difficulty walking ¿ currently using a wheelchair ¿¿

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient called stating he had a left hip replacement done on (B)(6) 2004. Patient reported pain and difficulty walking, he is currently using a wheelchair.